Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the right ventricular lead exhibited an insulation breach. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.